Manufacturer narrative:
Patient information was requested and the information was not provided.

Event description:
The customer reported the ventilator alarmed vent inop due to oxygen air valve liftoff failure. The customer reported there was patient involvement with no harm to the patient.